Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected to be used. The physician performed the transseptal puncture and then inserted the watchman access sheath (was). The patient had an implantable cardioverter defibrillator (ICD) lead, so during the septal puncture the versacross connect and was were inserted and removed several times to avoid interference between the lead and the versacross connect rf wire. The physician positioned the was in the laa of the patient and then inserted the watchman delivery system (wds). During the closure device deployment, an increase in pericardial fluid was confirmed and a decrease in the patients' blood pressure was observed. A left atrial appendage perforation was suspected, so the closure device placement was urgently completed, and a pericardiocentesis was performed. Angiography was performed to confirm the bleeding point, but no apparent damage to the left atrial appendage was observed. Nearly 1000ml of blood was suctioned, and a protamine reverse was performed. Blood was continued to be suctioned, and the blood pressure was significantly dropping, so a surgical thoracotomy was performed. No obvious source of bleeding was confirmed during thoracotomy however as per the physician's opinion there was a possibility of bleeding due to a clot near the pericardial inversion of the inferior vena cava (ivc)/right atrium. The patient was intubated and transferred to intensive care, but the patient regained consciousness on the same day and was in a stable condition. The patient is scheduled for extubation. No other complications were reported to have occurred. The patient is recovering well from this event and has since been discharged from the hospital. The device is not expected to be returned for analysis. As per physician, it is highly possible that perforation has occurred at the edge of the versa cross connect watchman sheath. The patient had an ICD lead, so it was considered that the issue occurred during the septal puncture when the device was inserted and removed several times to avoid interference between the lead and the versa cross connect. Activated clotting time (act) during the procedure was 288.